Manufacturer narrative:
On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation with a qdot-micro, bi-directional, d-f curve, c3, split handle and the patient experienced pericardial effusion that required pericardiocentesis. During the case electrode #4 on the vizigo sheath was blacked out on the carto 3 system display and the whole sheath was blinking. The sheath was replaced, the issue was resolved, and the procedure continued. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The force features were tested, and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. The other device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31187915l number, and no internal action related to the complaint was found during the review. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician stated that they believe the injury occurred when they were going transeptal and the wire for the sheath exchange got put into the appendage and there is a micro-puncture in the left appendage where that happened. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). Biosense webster manufacturer's reference number: (B)(4) has 2 reports.

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot-micro, bi-directional, d-f curve, c3, split handle and the patient experienced pericardial effusion that required pericardiocentesis. During the case electrode #4 on the vizigo sheath was blacked out on the carto 3 system display and the whole sheath was blinking. The sheath was replaced, the issue was resolved, and the procedure continued. Then after the case had ended, the medical team compared the maps from the beginning of the case with the one they created with a soundstar ice (intracardiac echocardiography) catheter at the end of the case they found a pericardial effusion. The physician stated that they believe the injury occurred when they were going transeptal and the wire for the sheath exchange got put into the appendage, causinga micro-puncture in the left appendage where that happened. Interventional cardiology was brought into the room and they advised to keep watch of the patient before sending them off to the intensive care unit. A small effusion was observed pre procedure and a much larger one was identified after the doctor pulled the vizigo back to the right atrium. The patient was observed for an hour post procedure, the effusion appeared larger so the doctor performed a pericardial tap (approximately 750 ml dark blood was removed). The drain was left in place and the patient was admitted to ICU and required extended hospitalization. No evidence of steam pop. And there was no extreme contact force or drastic change in impedance. Ngen was used with qdot. All setting were those recommended and the pump did change flow rates appropriately. There were no errors. This report is for the qdot catheter and not the vizigo sheath. The sheath will be on another report.